Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), exhibited many atrial driven anti-tachycardia pacing episodes. The healthcare professional noted from the interrogated device report, the last episode accelerated the rhythm into ventricular fibrillation and shock therapy converted the patient. No additional adverse patient effects were reported. The device remains in service. Additional information received reported that the crt-d was returned over a year later with no recent device allegations, which indicates the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
H6. Device codes: row #2 b5: edited for clarity the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
H6. Device codes: row #2 the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), exhibited many atrial driven anti-tachycardia pacing episodes. The healthcare professional noted from the interrogated device report, the last episode accelerated the rhythm into ventricular fibrillation and shock therapy converted the patient. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
H6. Device codes: row #2.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), exhibited many atrial driven anti-tachycardia pacing episodes. The healthcare professional noted from the interrogated device report, the last episode accelerated the rhythm into ventricular fibrillation and shock therapy converted the patient. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), exhibited many atrial driven anti-tachycardia pacing episodes. The healthcare professional noted from the interrogated device report, the last episode accelerated the rhythm into ventricular fibrillation and shock therapy converted the patient. No additional adverse patient effects were reported. The device remains in service.